Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
During a pacemaker replacement procedure, the subject eno dr was connected to the atrial lead. The torque-limiting screwdriver was inserted into the atrial screwdriver slot and tightened, but there was no clicking sound and it could not be confirmed that it was tightened. When the screwdriver was removed and inserted in the slot again, the silicone cap came off with the screwdriver. It was then not possible to insert the screwdriver again. A new eno dr was taken out from another package, the lead was connected without any problem, and the re-intervention was completed.

Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
During a pacemaker replacement procedure, the subject eno dr was connected to the atrial lead. The torque-limiting screwdriver was inserted into the atrial screwdriver slot and tightened, but there was no clicking sound and it could not be confirmed that it was tightened. When the screwdriver was removed and inserted in the slot again, the silicone cap came off with the screwdriver. It was then not possible to insert the screwdriver again. A new eno dr was taken out from another package, the lead was connected without any problem, and the re-intervention was completed.